Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels of up to 400 (mg/dl). Customer administered boluses from the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer received multiple incomplete bolus alerts on (B)(6) 2016, but stated that all boluses were delivered. Additionally, system check revealed that the customer uses apidra insulin in the pump cartridges. Recommendation was made to consult with health care provider to discuss obtaining insulin labeled for use with the pump, and to discuss diabetes management.